Manufacturer narrative:
Follow-up #1: date of submission 04-sep-2018. Device evaluation: the device has been returned and evaluated by product analysis on 15-aug-2018 with the following findings: during investigation, evidence of moisture was found behind the display lens. The pump was unresponsive with the returned battery cap and a test battery cap. No audible tone or vibration alert occurred, and the display remained blank. The battery cap was able to fully tighten and measured within specifications. Battery compartment cracks were observed from the thread area to the case seal and below the grip pad. No evidence of moisture contamination was found inside the battery compartment. A leak was found in the battery compartment crack. The pump case was removed and evidence of moisture contamination was found throughout the inside of the pump. The pump was unresponsive due to internal moisture contamination.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked with moisture, the yellow o-ring was visible, and the battery cap was unable to be tightened. It was also alleged that there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.